Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber. Product evaluation: failure analysis for fiber model #0010-2400; lot # 339b; serial #(B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the fiber/glass cap is detached and not returned; the metal cap exhibits moderate char; the metal cap is melted at the output window. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 83,967 joules of use; 13:34 minutes, the fiber in use failed to work properly stating "excessive use of warning multiple times." The procedure was completed with the use of a second fiber. No injury to the patient was reported.